Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The most probable cause of the findings, based on no problem detected, indicates either the issue was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. In addition, the device evaluation found scratches on distal edge and a loose light guide adapter was identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented a bad image. There were no reports of patient harm.